Event description:
Adverse event: "endophthalmia" (endophthalmitis). Product problem "presence of a white filament" (foreign material present in device). The surgeon reported a pt presented with signs of endophthalmia, a few days following a cataract surgery. The surgeon observed the presence of a white filament in the eye. According to the surgery, this filament was coming from a component of the custom pak, which component was not specified by the surgeon. Cultures from the vitreous were taken. Microbiological test results indicated the presence of staphylococcus cohnii. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).